Event description:
It was reported that the patient experienced elevated blood glucose levels as high as 18.1 mmol/l. He was unsuccessful in lowering them via bolus with the infusion device. When he began to troubleshoot the cause, he found insulin in the cartridge compartment of the device. The patient attributed the elevated blood glucose levels to insulin leaking from the insulin cartridge. He stated that insulin had leaked from two cartridges from the same box. It was also found that the patient was using the incorrect adapter for the device and cartridge he was using. No adverse event was reported. The insulin cartridges and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).